Event description:
Customer reported that she has experienced high and low blood glucose levels. Customer stated that she was 46 mg/dl at the latest low blood glucose event. Customer sated that the seter was not inserting and she had to go through 3 infusion sets and had to push it manually. Current blood glucose value is unknown. She declined to troubleshoot as she had performed some testing in the past and had just been informed that she has to start dialysis soon. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.